Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to inject insulin from the syringe and into the cartridge. The customer changed the cartridge and syringe/needle successfully to address the event. The customer's blood glucose level was 112 mg/dl.